Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the sapien 3 or sapien 3 ultra valve (model, size and serial number), initial implant date or facility or patient information. To date, information regarding the patient (medical records and procedure op notes - implant and valve in valve) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The limited information suggests/indicates in addition to the index procedure, patient factors not provided may have contributed to the reported valve migration and subsequent valve in valve procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported during a passing conversation within the hospital facility, the edwards field clinical specialist (fcs) was informed by a non-edwards representative that a non-edwards valve was implanted in an existing sapien 3 or sapien 3 ultra valve. The edwards thv valve was reported to have ¿slipped¿ ventricular approximately one month post implant in the pulmonic position. No further information regarding the edwards valve (model, size, serial number, implant date or implant facility) or the patient was provided.